Event description:
It was reported that an overdose occurred. The pt's catheter was revised, and the pt started getting the programmed dose which had caused the pt's overdose symptoms. The reason for the catheter revision was not reported. The pump was reprogrammed to a minimum rate. The medication being administered via the pump was compounded baclofen. The physician wants to start the pt on 50 mcg/day, but the pump contained drug with a concentration of 3000mcg/ml. The lowest simple continuous dose was noted as 144 mcg/day. The plan was to remove the drug from the sys, and reduce the drug concentration to 1000. The pt's outcome/status was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).